Event description:
Abs 2000 was not reading sample barcodes.

Manufacturer narrative:
Sample numbers were being read with the lot number of reagents or controls. The barcode reader was cleaned and aligned, and the scanners were replaced. Instrument was operating within specifications. The barcode reader malfunction has the potential to cause transfusion of incompatible blood products. However, the instrument was taken out of service after the event was reported to immucor.